Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that they opened their new adc device and the sensor is "burnt." Adc has no further information at this time, it is unclear if damage/evidence of fire to the packaging was observed or if only the sensor appears "burnt." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. A valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported sensor is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Adc has received additional information, customer verified that the adc device is not "burnt." Customer stated that the sensor and it's sensor pack was already broken when he opened the sensor kit. No further meg action is required, no further follow ups will be submitted as this report was sent in error.

Event description:
Customer reports that they opened their new adc device and the sensor is "burnt." Adc has no further information at this time, it is unclear if damage/evidence of fire to the packaging was observed or if only the sensor appears "burnt." There was no report of death, serious injury, or mistreatment associated with this event.